Event description:
It was reported that an ilet pump exhibited screen bezel separation with the front part lifting, and the user disclosed the device had been dropped prior to the damage. Symptoms included no reported blood glucose impact. Outcomes included guidance to discontinue use of the damaged pump, revert to backup diabetes therapy, and continue cgm use until a replacement arrived. Investigation included review of user-provided photos and device assessment. Investigation of this case revealed physical damage consistent with accidental impact leading to enclosure separation, with the device not in a condition to ensure reliable insulin delivery or meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to user handling.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.